Manufacturer narrative:
The customer replaced the power cord and is no longer getting the error. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the generators has an internal communication error, e231. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided information. The customer reported they changed the power cord on the device and the reported issue did not occur again. The device was not returned to olympus for investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was not returned for investigation. The investigation determined that the error code 231 will be displayed if there is a communication issue between the spark monitor on the generator board and the micro controller on the control board. This type of communication issue has several potential causes, including defective components on the generator and the control board. The investigation excluded customer error but could not further define root cause with the available information. Olympus will continue to monitor field performance for this device.